Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she will treat with the insulin pump using a bolus. Customer stated that she puts the pump back on and corrects for the high blood glucose level and her blood glucose will be at 29 mg/dl at night after the correction. Customer stated that she will take the pump off and afterward, her blood glucose will be in the 500's mg/dl. Customer stated that her system crashes if she gives large amounts of insulin. Customer stated that it is something that she has to deal with on her own. Customer treats her low blood glucose with eating way too many sugar tabs. Customer declined troubleshooting.